Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. However, visual inspection found the downstream occlusion (dso) seal was damaged and detached. This indicated a reportable malfunction based on the dso seal. The dso seal was replaced to address this issue. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump has a bent remote dose connector pin. There was no patient involvement. Evaluation of the returned device identified a detached/damaged downstream occlusion seal.